Event description:
The patient reported experiencing elevated blood glucose of 20 mmol/l (360 mg/dl). The patient's normal blood glucose range is 6-7 mmol/l (108-126 mg/dl). In the morning the patient's blood glucose measured 16 mmol/l (288 mg/dl) and the patient changed the infusion set. The patient programmed a temporary basal rate increase of 200% and blood glucose levels remained elevated. At 3:00 pm, the patient's blood glucose measured 21 mmol/l (378 mg/dl). After dinner the patient's blood glucose lowered to 1-2 mmol/l (18-36 mg/dl) and at 10:00 pm his blood glucose measured 8 mmol/l (144 mg/dl). The patient switched to his backup infusion device last week and his blood glucose returned to normal. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.